Event description:
It was discovered during testing that a spectrum pump alarmed door not fully latched. It was also reported that there was no patient injury.

Manufacturer narrative:
MFR ref number: (B)(4). Baxter received and evaluated the device. The device was found to be out of specification in relation to the discovered symptom, which was reproduced. Door not fully latched alarms were confirmed and were determined to be caused by failed door latch hooks, requiring excessive force to close the door. The failed door latch hooks were replaced.